Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The base is bent the right front wheel is raised and the left is crooked.